Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
General report received of an unspecified number of undocumented incidents of disconnections; subsequently, blood loss was noted. The tubing sets were used to deliver unspecified solutions. The tubing sets were directly connected to the patients' catheters. The female end of the tubing sets are then connected to clave port male adapter plugs. After unspecified lengths of time in use, the clave port male adapter plugs disconnected from the tubing sets. Unspecified amounts of blood loss was noted. The customer contact reported, that either the tubing sets and clave port male adapter plugs were cleansed and reconnected or the tubing sets and clave port male adapter plugs were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.